Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the cardioverter defibrillator (ICD) reached elective replacement indicator (eri) in 1.5 years and had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.